Event description:
It was reported by service report that the breakaway was bent after being reported that it was stood on. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Headsection.